Event description:
It was reported that a merlin.net transmission showed that the device had entered backup vvi mode. The patient was asymptomatic. The patient was brought into clinic and a device download successfully restored normal device function. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.